Event description:
The manufacturer received information alleging the device would not operate on battery power. The device was not in patient use. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.